Event description:
It was reported that the stent moved from the stent delivery system. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery. Intravascular ultrasound (ivus) was performed and a 20 x 4.00mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient and the lesion was predilated. Then the 20 x 4.00mm promus premier¿ stent was re-advanced however it was noted on cineangiocardiogram that the stent had moved from the stent delivery system and was about to be dislodged. The procedure was completed by implantation of a 4.0x16mm promus premier¿ stent and post dilation using a 4.5x8mm quantum balloon catheter, followed by post ivus. No patient complications were noted and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged across its length. The stent struts at the centre of the stent were bunched together and misaligned. It was also noted that the struts at the proximal and distal end of the stent were raised off the balloon material. This type of damage is consistent with the stent meeting a resistance or an obstruction. A review of the stent crimp settings for the complaint device highlighted no abnormalities prior to shipment. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved from the stent delivery system. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery. Intravascular ultrasound (ivus) was performed and a 20 x 4.00mm promus premier stent was advanced but was unable to cross the lesion. The device was removed from the patient and the lesion was predilated. Then the 20 x 4.00mm promus premier stent was re-advanced however it was noted on cineangiocardiogram that the stent had moved from the stent delivery system and was about to be dislodged. The procedure was completed by implantation of a 4.0x16mm promus premier stent and post dilation using a 4.5x8mm quantum balloon catheter, followed by post ivus. No patient complications were noted and patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).